Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected alarm error test. Unit had intermittent button response on the escape, act, express bolus, up arrow and down arrow buttons. Unable to determine the root cause of the intermittent button response due to pump preservation. Unit had cracked reservoir tube lip. Data analysis: from 03/22/2018 to 03/28/2018 daily insulin total = 0.000u.

Event description:
It was reported that the customer passed away in a hospital emergency room. The customer was hospitalized on (B)(6) 2018. The cause of death was pulmonary embolism. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer was in a care unit for physical therapy. The customer was using sensors. The caller agreed to return the insulin pump for analysis. Pump had intermittent button response on the esc, act, express bolus, up arrow and down arrow buttons.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.